Event description:
It was reported that the pump shut off unexpectedly. Customer declined to perform troubleshooting. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.